Manufacturer narrative:
On (B)(6) 2015, an ocd field engineer (fe) arrived at the customer site to investigate the complaint. Fe inspected the provue and verified the centrifuge speed of 992 rpm with a time of 10 minutes 2 sec which passed verification, checked the reference image and it was good with no issues. Fe also verified the reader camera brightness and it was at 116 which is within specification. Customer ran qc before I arrived and they passed with no issues. Fe checked the time and speed of the manual gel centrifuge and it was within specifications. Fe reported that instrument is operating as expected. No repairs needed. The investigation determined that the most likely root cause of this event was sample related. No incorrect or erroneous results were reported as a result of this incident.

Event description:
Customer reporting an equipment false negative reaction for provue when running dat testing on a cord blood sample, while positive in manual testing.